Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the femoral icy catheter (lot #unknown) had been placed on a patient on june 1 without complication, but was never used to cool because the patient woke up. On june 4, removal of the catheter was attempted but it was only able to be removed halfway. It was confirmed that they had deflated both of the in/out orange ports and nothing came out. They also cut the out port and nothing came out. Dr. Kessler was at the bedside and confirmed the medications had been infusing as intended. Heparin is bonded to the balloons to prevent clots but the customer was recommended to get an xr or an ultrasound to try and view what was happening with the icy catheter. Eventually the catheter was successfully removed by "changing the angle to a downward angle" during removal. The dwell time was approximately 4 days. Patient's status information was requested but the customer did not provide a response.